Manufacturer narrative:
H3 - device evaluation - the tip of the driver is fractured. The fracture plane is skewed relative to the driver's longitudinal axis. This type of fracture is indicative of combination loading forces being applied. It was noted that this occurred when a tech was teaching a new tech how things work. It is suspected that the driver was being levered on while apply torque and that a counter torque wrench was not used. Proper use of a counter torque wrench would mitigate levering on the driver's tip. Review of device history records found (B)(4) pieces of this lot released for distribution on 9/22/2020 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. The need for corrective action was not identified.

Event description:
It was reported that the t25, lock-screw torque driver, reform (39-rd-0060) was being used in an in-service and when the scrub tech was teaching the new tech how the instruments worked it is believed he accidentally torqued down a set screw without having the tip of the driver fully engaged into the set screw. There was no patient or procedure involvement.